Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The image was disappearing during angle operation while testing. Additionally, the video connector as well as the grip both had surface scratches present. There were black scratches found on the image itself, and the video connector was broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their endoeye flex deflectable videoscope was experiencing output failure. According to the initial reporter, they were losing the image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that the defect of ccd (charged coupled device) unit, failure of internal board of scope connector, or the system caused the event. Olympus will continue to monitor field performance for this device.